Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty printed-circuit board. In addition, the digital video interface output connector was chipped. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the serial digital interface (sdi) driver ic of the dx (printed-circuit board) failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, the event is not considered to be a design/manufacturing failure, but a failure caused by handling at the time of placement. ·to prevent static electricity from being charged before unpacking the product, the sdi cables included with the cv main unit are each packed in antistatic bags, so that excessive static electricity is not applied between the product packaging and unpacking the product. ·this product is a dx-pcb that controls the sdi-output. It is a product to which countermeasures for static electricity resistance enhancement is applied.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter was advised to connect the cv-190 to a different monitor and red/green/blue (rgb) cable to see if there was an image, but neither a monitor nor a cable was available. The reporter tested the sdi 1 input on the 4k monitor and was advised to change the interface mode to auto to allow it to switch automatically between 4k inputs and high definition (hd)/ standard definition (sd) sdi inputs. With this adjusted and the sdi cable going into sdi 1 in, there was no image on the monitor. The reporter was to perform additional troubleshooting and confirm where the bad component was and call back. The reporter stated the cv-190 would be returned for evaluation. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed of a report that there was no image on the lmd-x310st 4k high definition monitor. The issue occurred during a new installation. The evis exera iii video system center was connected to the monitor using the serial digital interface (sdi) cable and there was no image. A different sdi cable was tried, but the issue remained. The sdi cable was tested on another monitor and the additional monitor did not work either. After additional troubleshooting, it was confirmed the sdi cable was good, but it was unknown if the signal from the evis exera iii video system center was good or the input on the monitor was bad. No patient involvement was reported.